Event description:
Perforation (bowel); abdominal wall cellulitis; sepramesh ip adhered to bowel (abdominal adhesion); seromatus build-up (abdominal); fistula (abdominal). Information was received on 05 and 14-jul-2006 from a physician via a sales representative regarding a female patient (age and initials unknown) who underwent laparoscopic ventral hernia repair with extensive adhesiolysis in 2006 and placement of sepramesh ip (approximate size was 6x8). The sepramesh ip was hydrated with saline prior to placement. The sales representative stated that the surgeon uses meticulous techniques of placement including "pigtail" stitches to identify the sides of the mesh prior to rolling it into the trocar and also generally pulls down the omentum beneath the mesh. Five days post-op the patient experienced seromatous build-up and on re-operation a seroma which drained to the skin not into the peritoneum was found. It was noted that the sepramesh ip had adhered to the bowel and caused perforation with a fistula that was open to the skin. The surgeon was sure he had not inadvertently caused an enterotomy. At the time of this report, the patient's outcome was unknown. The surgeon did not provide a causality assessment. Additional information was received on 18-jul-2006 from the surgeon who stated that the patient had a prior history of bladder suspension surgery, possible hysterectomy and another unspecified surgery. During the laparoscopic left ventral hernia repair and extensive adhesiolysis serosal denudation occurred, but no abscesses or enterotomies were noted and there was no evidence of significant bleeding. The patient was discharged from the hospital but returned on the fourth day with abdominal discomfort. CT scan showed abdominal wall cellulitis of an unspecified origin and wbc count was "big". On the following day, she was taken to the or and upon exploration, 500 cc of bile were found in the old hernial sac and was aspirated. The sepramesh remained intact and there were no abscesses found. The small intestine "stuck to the mesh" and there was no fluid in the peritoneal cavity and the unaffected bowel was healthy. The intestine was separated from the mesh, which created enterotomies; then a small bowel resection was performed. The surgeon stated that he felt confident he did not put a hole in the patient's small bowel originally but he did say it was possible that he had and it had sealed off and then re-opened. The patient recovered after the surgery. After a week, she was discharged with a wound vac and was eating normally. Culture of gi tract showed unspecified gi organisms. Specimens from the resected bowel and the mesh were also sent to pathology and 4 small holes in the small intestine were found, but the surgeon stated that these were created as the intestines were being separated from the mesh. At the time of this report, the patient was making good progress and her residual abdominal wound was healing and it was 1/3 of its original size.